Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was explanted and replaced (different model) to a different location due to the ipg being in an uncomfortable location. The replacement and relocation of the ipg resulted the pt's issue.